Event description:
The report received via a voluntary medwatch form #(B)(4) indicated that the end of the 300 cm. Svs/pgw sv short st guidewire sheared off in the patient. The end was not retrieved. The physician was able to identify the tip of the wire in the vessel and to use a stent to trap it against the wall of the vessel to prevent thrombosis and distal embolization. The patient was discharged the same day. He came back today for the second stage of his intervention and has experienced no complications from the procedure. No additional information is available despite multiple attempts.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The report received via a voluntary medwatch form #1000060000-2013-8068 indicated that the end of the 300 cm. Svs/pgw sv short st guidewire sheared off in the patient. The end was not retrieved. The physician was able to identify the tip of the wire in the vessel and to used a stent to trap it against the wall of the vessel to prevent thrombosis and distal embolization. The patient was discharged the same day. He later returned for the second stage of his intervention and had experienced no complications from the procedure. Multiple attempts to obtain additional information were made; however, no additional information could be provided by the facility. The device had been discarded. Per (B)(6) report (B)(4) (B)(6) medical reviewed the device history records relative to the manufacturing, inspecting and packaging of the involved. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The complaint could not be confirmed without the return of the device for analysis. Based on the information provided, it is not possible to determine the factors that may have contributed to the complaint. The instructions for use (IFU) has been attached to this email for your review. The IFU states that tip fractures have been reported in procedures involving total occlusions, highly tortuous vasculature and small side branches. The IFU further states that guidewires are delicate instruments and should be handled carefully. Prior to use and when possible during the procedure, inspect the guidewire carefully for coil separation, bends, or kinks. Do not use a guidewire that shows signs of damage. Damage will prevent the guidewire from performing with accurate torque response and control. Guidewire manipulation/torquing should always be performed under fluoroscopic guidance. Never advance, withdraw or auger the guidewire against resistance without first determining the cause of resistance under fluoroscopy. Torquing the guidewire against resistance may cause damage and/or fracture which may result in separation of the distal tip. Should the guidewire tip become entrapped within the vasculature (i.e., small side branch, tight stenosis), do not torque the guidewire. Advance the balloon catheter distally, gently pull the guidewire back into the balloon catheter, and remove the balloon catheter/guidewire system as a unit. Should torque control/tip response be compromised during use, confirm tip integrity using fluoroscopy. Loss of torque control may be due to core wire fracture. Under fluoroscopic guidance, advance the balloon catheter to the distal end of the guidewire and remove the balloon catheter/guidewire system as a unit. There is no indication that the complaint was related to a design or manufacturing issue, therefore, no corrective action will be taken.